Event description:
It was reported that the pump became hot to touch while it was charging using tandem charging supplies. There was no adverse impact to the customer¿s blood glucose level. The customer declined a pump replacement but accepted a replacement of the charging supplies and agreed to monitor the situation for any persisting issues.